Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. Ncr 12283509 was generated for previously manufactured lots by the vendor due to countersink undersize. Due to the previous manufacturing issue the sample plan for lot 80880249 was changed from "normal" to "tightened." Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: x-ray found acetabular loosening superomedial breaching medial wall, CT ¿ osteolysis, acetabular protusio consistent with loosening, nondisplaced fracture of inferior medial wall, acetabular component malposition. Pain in left hip for along with clicking, instability, snapping/popping, no history of falls, ambulating with assistive device. Noted acetabular bone loss superior and medial. No complications, noted procedure 100% took more time due to large acetabular bone defect, need for cage and additional fixation. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: cat# 650-1057 lot# 2958832 cer bioloxd option hd 36mm. Cat# 650-1065 lot# 2959085 cer option type 1 tpr sleve -3. Cat# 010000856 lot# 6443904 g7 neutral e1 liner 36mm d. Cat# 010000662 lot# 6549335 g7 pps ltd acet shell 50d. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent an initial left total hip arthroplasty that was subsequently revised approximately four (4) years later due to pain, noise, instability, osteolysis, and loosening. During the revision while placing the cage noted a screw broke and was unable to retrieve broken part. The stem was well fixed and remained implanted. The shell, liner, head, and taper sleeve were exchanged without complications. Attempts have been made and no further information has been provided.